Manufacturer narrative:
While no serious injury resulted, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation, after running 30 seconds the handpiece began to get hot. Found rust built up on turbine and debris in head from failed bearings. Also found that rotor came in contact with cap.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.